Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a patient. The results provided were: sid (B)(6): 88yrs old female: initial=> 5.00 ng/ml /repeated=1.40 ng/ml laboratory reference range for ft4=0.7 to 1.48 ng/dl . There was no reported impact to patient management.

Manufacturer narrative:
Additional information provided on 02apr2026: updated b3 date of event, b5=describe event or problem the ft4 test was performed on (B)(6) 2025 for sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a 88yrs old female patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=> 5.00 ng/ml /repeated=1.40 ng/ml. Laboratory reference range for ft4=0.7 to 1.48 ng/dl. There was no reported impact to patient management.